Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed (B)(6) 2017 with a blood glucose level of 450 mg/dl. The pump stopped working. The customer was stabilized and was given a back up plan. The customer was not wearing the insulin pump at time of hospitalization. The customer was off the insulin pump less than 48 hours. The customer fell into the river with his shorts on and then the insulin pump's buttons would not respond. The insulin pump shut off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.